Event description:
Boston scientific received information that during an implant procedure, this patient developed a pericardial effusion. Pericarditis was performed. The procedure was completed and the patient was stabilized. The lead was removed and replaced. No additional adverse patient effects were reported. The right ventricular (rv) lead will be returned for analysis.

Manufacturer narrative:
A new lead was implanted. To date, the explanted lead has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.